Event description:
It was reported to philips that the device fails therapy delivery test. There was no patient involvement. The bench service representative evaluated the device and confirmed that the therapy test failed due to a high voltage capacitor low charge. The device needs a high voltage capacitor. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. The device after servicing will be returned to the customer. No further evaluation around the high voltage capacitor is warranted at this time y test failed as the hv capacitor energy low.